Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/29/2025, a facility representative reported via (B)(4) that an ar-611-4 tibial impactor plastic foot broke off the hinge of the metal impactor while impacting the tibial tray. There was case involvement, and the patient was affected, but there was no patient harm. A piece(s) broke off inside the patient and was retrieved. The procedure was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 11-feb-2016.